Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was learned through the patient support center that a patient with a 25mm 3300tfx aortic valve with an implant duration of 8 years, 11 months presented with difficulty breathing and workup revealed thicken leaflets with regurgitation. Per the patient spouse, he developed difficulty breathing 3 days ago was taken to the ER and admitted to the hospital for further evaluation. Tee showed thickening of valve flaps with regurgitation. The patient was scheduled for an angiogram.

Event description:
It was learned through the patient support center that a patient with a 25mm 3300tfx aortic valve with an implant duration of 8 years, 11 months presented with difficulty breathing and workup revealed thicken leaflets severely restricted with mild regurgitation. No info from records when intervention will be scheduled. Per the patient's spouse, he developed difficulty breathing 3 days ago was taken to the ER and admitted to the hospital for further evaluation. Tee showed "thickening of valve flaps with regurgitation". The patient was scheduled for an angiogram. Per medical records, echo on (B)(6) 2025, known bioprosthetic av in place not clearly visualized. Increase mg of 59mmhg indicating severe obstruction, mild ar. Tee on (B)(6) 2025, showed findings of thickened leaflets that are severely restricted in motion with mild-moderate central aortic regurgitation present. No evidence of vegetation or thrombus.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, e1 (contact), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet thickening. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: d1, h6 (device code(s)).